Event description:
A medtronic representative reported an event that was identified in a journal article: electromagnetic stereotactic navigation for external ventricular drain placement in the intensive care unit by mahan, spetzler and nakaji. While in a cranial shunt procedure, a registration failure was noted after the procedure had started and the catheter was passed appropriately on the navigation screen but no cerebrospinal fluid (csf) was encountered. The dynamic reference frame was then noted to have moved on the patient's skin. The patient was re-registered and the catheter was successfully passed with one pass. The total procedure took 36 minutes based on times recorded by the registered nurse (rn) or patient care technician (pct). Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information was unavailable. Event date: 03/04/2013 is the publication date of the journal article, journal of clinical neuroscience 20 (2013) 1718-1722. Exact date of surgery is unknown. This issue is due to the dynamic reference frame getting bumped during the procedure, rendering the registration invalid. Re-registering resolved the issue. Journal homepage: www.elsevier.com/locate/jocn. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.